Event description:
A user facility charge nurse (cn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was discovered during a vital signs check approximately one hour and forty minutes into treatment. There were no alarms from the machine. The blood leak was coming from the venous line to venous chamber connection, on the dialyzer side of the venous chamber. There was no obvious damage or defect noted at the leak location. The patient¿s blood was returned, and the combiset was sequestered. When the staff began to further inspect the device post-event, the venous line completely separated from the venous chamber. There were no other issues leading up to the leak, and the cn confirmed there were no changes or disruptions in pressure that could have contributed to the failure. Estimated blood loss (ebl) due to the leak was approximately 50 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility charge nurse (cn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was discovered during a vital signs check approximately one hour and forty minutes into treatment. There were no alarms from the machine. The blood leak was coming from the venous line to venous chamber connection, on the dialyzer side of the venous chamber. There was no obvious damage or defect noted at the leak location. The patient¿s blood was returned, and the combiset was sequestered. When the staff began to further inspect the device post-event, the venous line completely separated from the venous chamber. There were no other issues leading up to the leak, and the cn confirmed there were no changes or disruptions in pressure that could have contributed to the failure. Estimated blood loss (ebl) due to the leak was approximately 50 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.